Event description:
Mislabeled product: surgery had 3 products labeled "hickman". The first 2 are the tunneled center line catheters and as you can see, the label states "hickman" single or dual lumen cv catheter. However the 3rd supply is a "hickman" brand catheter and it does say dual lumen catheter, but in very small print under the hickman name it is described as a hemodialysis / apheresis catheter.